Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and manufacturing representative regarding a patient receiving intrathecal hydromorphone. The indications for use were non-malignant pain and other non-malignant pain. The patient's pump was alarming. The patient did not know when her refill date was. The patient thought her refill date was supposed to be towards the end of (B)(6) 2016. The patient was in (B)(6), 1000 miles from her health care provider (hcp), and the patient had a medical emergency (not related to the pain or pump). The patient was not able to make it home, and the patient missed her refill. The patient said that a manufacturing representative was able to help her once in the past. The patient's hcp told her to go to the emergency room and call the device manufacturer for assistance. The manufacturing representative could try and get her in somewhere on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.